Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI. Upn: m365sc12320. Model: sc-1232. Serial: (B)(6). Batch: 756378.

Event description:
It was reported that following the implant of the spinal cord stimulator (scs) the patient experienced numbness from her waist down. The patient was hospitalized the following day and underwent a procedure in which the entire system explanted. It is suspected that the patient developed a hematoma, and indicated that nothing happened during the procedure, nor is device malfunction suspected to have caused the hematoma. The patient was still hospitalized a week later and continues to experience paralysis from the waist down. The devices will not be returned for analysis.